Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, software version: 4.2.1; product ID: bi71000529, serial/lot #: -, ubd: , UDI#: h6: multiple annex a codes were coded for this event. A110201 was coded for the pendant switching into m-2d mode. A150204 was coded for being unable to tilt the gantry. Multiple annex g codes were coded for this event. G02008 was coded for product ID: m021083c001, software version: 4.2.1. G02040 was coded for product ID: bi71000529. H3, h6: no products have been received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during an electrode and probe placement procedure. It was reported that after completing a procedure and attempting to tilt the gantry, the pendant would switch into m-2d mode and would not allow the manufacturer representative (rep) to tilt the gantry. The rep attempted to enter 3d mode andtilt again, with no effect. There was no delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The pendant was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. B01 c02 d02 apply the pendant was returned for analysis. Functional testing determined that the pendant was functioning as designed. B01 c19 d02 a software analysis was performed and determined that this issue was not due to a software issue. B01 c19 d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.